Event description:
The tank alarm stated low h2o. When the user evaluted the alarm, it was discovered that the blanket was leaking. Water had escaped and pooled around the patient in the bed. This was a newly placed blanket.